Event description:
Dealer states the unit runs by itself. Tech advised the dealer to replace the hand set.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.